Manufacturer narrative:
(B)(4). Investigation summary: a sealed box of product code j958, lot mb2685 was returned for analysis. During the visual inspection of the box, no damaged on the film was noted; but, one side of the box was slight crushed and wrinkled. However, the integrity of product was not compromised. In addition, cannot be determined the condition of the storage, transportation and handling of the sample due to the sample condition it could not be determined what may have caused the reported incident of: ¿the box was crushed¿.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on an unknown date, that the distributor received a box of suture and the box was crushed. The distributor stated that the packages inside the box (primary packaging) were damaged and could possible affect sterility. There was no patient involvement and no adverse patient consequences. No additional information has been provided.